Event description:
Customer had low calcium results for two patients that repeated higher when tested both the same analyzer and different analyzers. No erroneous results were released, patients were not affected. Patient 1, initial calcium result 5.3, repeated on different p modules gave 8.9 and 8.5 mg/dl. Same sample repeated on original analyzer gave 8.5 mg/dl. Patient 2, calcium initial result 6.0, repeated on different p modules gave 8.3 and 7.8 mg/dl. Same sample repeated on original analyzer gave 8.0 mg/dl. Calcium reagent lot was 622090. The field service representative determined a fluidics failure was the cause. He found a hole in high concentration waste line and replaced the tubing. He also cleaned the high concentration vacuum bottle and drain valve which were found to be clogged. He ran calibration, controls and calcium precision. All were acceptable.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.